Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient did not experience symptoms and the trajectories were off approximately 3.5 millimeters (mm).

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a transforaminal lumbar interbody fusion (tlif) procedure, levels l4-s1. It was reported that there was an alleged inaccuracy. Specifically, five screws, including the s1 screws, were reported to be off and low, and the projection in the sagittal plane was off. An x-ray scan confirmed these issues. The surgeon attempted to re-register the system, but a shift in the computed tomography-fluro merge was noticed. Despite redoing the registration multiple times, the software continued to accept the scan with the shift. The surgeon proceeded with the procedure, although the screws remained slightly off. This resulted in an hour delay in the surgery. There was no reported impact to patient's outcome.